Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) triggered for noise, and oversensing. It was noted that there was electromagnetic interference resulting from a poorly grounded outlet. Follow up indicated no intervention was completed. The device is still in use. No patient complications have been reported as a result of this event.